Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states that during a hemodialysis treatment, a 5mm crack was found on the body of the catheter [2cm from the extension tube] causing blood leakage. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.